Manufacturer narrative:
H6: investigation summary: one sample in open packaging was received by our quality team for evaluation. The syringe was subjected to the leak test and passed the leak test inspection and no abnormalities were observed. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle leaked during use. The following information was provided by the initial reporter: "our nursing staff are noticing that the syringe is leaking on lot # 0329123."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: PMA / 510(k)#: k980987 (syringe). PMA / 510(k)#: k161170 (needle). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ syringe with detachable bd eclipse¿ needle leaked during use. The following information was provided by the initial reporter: "our nursing staff are noticing that the syringe is leaking on lot # 0329123."